Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited high shock impedance measurements. The patient was brought into the clinic for lead testing, which was noted to be normal. The shock impedance alert was increased, and the rv lead remains in service. Additional information indicated that the shock impedances continue to be high, out of range. A defibrillation threshold (dft) test was discussed. No adverse patient effects were reported. The patient will continue to be monitored.